Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service found that the panel switch malfunctioned due to faulty harness switch. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon occurred due to faulty harness switch. The cause of the faulty harness switch could not be estimated. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported that the functions of lamp and air were only active if the buttons were pressed and held down. As reported to olympus, the problem was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.